Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope zoom does not return from enlarged state. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows, due to damage on zoom charge-coupled device unit (ccd), the zoom did not work smoothly, due to wear of angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the bending section cover, the flexibility adjustment ring, plastic distal end cover, the connecting tube, the protector of the universal cord on the control section side, the scope connector cover unit, the lock engagement lever, the lock engagement knob, the up/down knob, the right/left knob, the switch box, the control unit, the grip, the universal cord, the scope connector, all have a scratch, the adhesive on the bending section cover has a crack, due to clogging of the nozzle, water removal ability did not meet the standard value, due to deformation of the flexibility adjustment ring, flexibility adjustment function did not work, has a scratch, the objective lens, the light guide lens, the connecting tube, the control unit, all have discoloration, the adhesive around the light guide lens was peeled, the air/water cylinder, the scope connector had corrosion, the suction cylinder was shaved, and due to damage, the switch button 4 did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. Unspecified abnormalities in the accessories used in reprocessing. The nozzle was not wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent but not immersed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide an update on the legal manufacturer's final investigation. Initially it was noted that identification of the foreign material could not be determined. After further investigation, the foreign material was found to be cellulose fibers (from gauze or towels, etc. Used in the surrounding area). However, the specific origin of the cellulose fibers could not be identified from the information provided.